Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. During photographic inspection, there was no objective evidence of any damage to the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was cracked. According to the report, ¿a chemo medication was infusing and blood started backing up into the line from the patient. Later, the tubing was found to have an opening (cracked).¿ an unknown IV tubing with no ports was attached to a pemetrexed medication bag (chemotherapy). This line was then attached to the primary line with normal saline. The medication was attached via the middle port. The nurse put the blue slide clamp from the primary line with the normal saline to administer the flush which was running at 500ml/hr for 50ml. The nurse then noticed blood backing up into the line and after examining the tubing, they found a crack in it. (Possibly where the blue slide clamp was closed.) The colleague pump did not alarm. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.